Event description:
It was reported that the user changed a dexcom g6 continuous glucose monitor (cgm) and transmitter and initially observed a warmup timer on the g6 app but not on the pump; the user had not entered the transmitter number, and support guided them to toggle g7/g6, restart the sensor, and input the sensor code and the transmitter code, after which the pump displayed the warmup timer. Symptoms included no change in blood glucose and no adverse clinical effects. Outcomes included a temporary ¿dosing stopped soon¿ notification that was explained as expected behavior during the warmup, with dosing to resume upon receipt of a new glucose value; the user elected to enter a blood glucose reading in the interim. Customer support included troubleshooting and user education regarding correct sensor code entry, transmitter ID entry, and pairing process. Investigation of this case revealed use error related to incorrect or incomplete pairing for the dexcom g6 integration, resolved by proper reconfiguration and pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during cgm pairing leading to temporary suspension of automated dosing until valid cgm data resumed.